Event description:
It was reported the pump was alarming with blank screen, syringe port and screen damage. No patient injury or involvement noted. Issue occurred during bench test.

Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this device history record review. A device sample was received with a cracked rear housing at syringe port and scratched on the front housing screen and no event history log (ehl) was found. Visual and functional tests were performed. The primary issue of "syringe port" was confirmed due to rear housing damaged at syringe port by user. In addition, "screen damage" on the front housing was also verified due to scratch. However, when the front housing is opened, it will be replaced as part of the repair process. Therefore, both the rear and front housing were replaced. The root cause of the reported issue was caused by the user error/handling.